Event description:
It was reported that the user paused the ilet pump with approximately one unit remaining in the cartridge before a shower, fell asleep without resuming delivery or changing the cartridge, and later experienced hyperglycemia with blood glucose readings up to 318 mg/dl; the user performed a cartridge-only change with assistance and resumed insulin delivery, after which glucose trended down to 160 mg/dl. Symptoms included hyperglycemia with thirst and earlier labored breathing. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as not reconnecting to the ilet for a prolonged period of time. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.